Manufacturer narrative:
The analysis of the power switching board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and issue was confirmed. The power switch board and selector switch was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect power switch board was returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) on the imaging system was booting when turned on intermittently. There was no patient present when this issue was identified.